Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The header bag has the temperature dot activated. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The returned sample appeared to be used and contained the anchor in the device. The device was able to be successfully deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. When attempting to deploy the 6 french angio-seal device the foot plate never came out of the sheath even though all steps were properly followed. As a result, manual pressure was implemented successfully. There were no adverse consequences as a result of the device not performing as intended. Additional information was received on 02sep2025: the procedure performed was an arteriogram with angioplasty and stenting using a 6 french sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The foot plate did not deploy. No blood loss was reported. The patient was stable. No concomitant medical products used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.